Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. However, pump received with loud motor noise during rewind due to faulty motor. Pump received with cracked reservoir tube lip, scratched lcd window and cracked battery tube threads. (B)(4). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had grinding noise anomaly. The blood glucose at the time of the incident was 130 mg/dl. Troubleshooting was not performed. The device was returned for analysis.*